Manufacturer narrative:
The device was returned and investigated. The returned device analysis could not replicate the reported unintended movement issue as the release pin was inadvertently removed from the device during the procedure. However, during return device analysis, the clip was installed on a short catheter and there was no issue noted during actuation. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product issue at this time. All available information was investigated, and a conclusive cause for unintended movement could not be determined in this complaint. The reported poor image resolution was a result of the reported challenging patient anatomy. The observed missing component was due to operational context. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system device is filed under a separate medwatch report.

Event description:
This is filed to report the clip failing to establish final arm angle (01112u131). It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4+. Imaging was challenging due to the patients rotated heart. The clip delivery system (cds) 01112u131) was advanced to the mitral valve and grasping was performed. However, the clip failed final arm angle three times. The clip was not implanted and was removed. Another clip was advanced and implanted on medial in a2/p2. To further reduce mr another clip (01106u166) was advanced, however the clip, got caught in the chordae for approximately one minute. When the clip was freed from chordae and a new flail was observed on a2. The clip was deployed in a2/p2. A residual jet remained. In an attempt to treat the new leaflet flail, the clip (01027u391) was advanced to the mitral valve; however the leaflets could not be grasped on lateral a2/p2 or medial a1/p1. It was difficult to see the posterior leaflet when under the valve. The clip was not implanted and was removed. The patient remained stable. A total of two clips were implanted. Mr remained unchanged at 4+. No additional information was provided.